Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and an issue related to the infusion set adhesive not adhering. The customer stated that he did not have time to provide further details regarding the hospitalization. He also reported that the insulin pump had alarmed low battery and had broken battery cap threading. He stated that the battery life showed with half of the battery life despite a recent battery change. He stated that the battery cap was broken and unable to be turned due to wear and tear. He noted that the screen was scratched although legible. The customer did not know the blood glucose reading. He also reported that the insulin pump alarmed low battery. He was advised that a replacement battery cap would be sent. He stated that he did not receive insulin due to the adhesive anomaly. He was advised that a follow up call would be made to document the events.